Manufacturer narrative:
Pump, model- 72404127, lot sn- (B)(4), mfg date- 08/23/2018, exp date- 08/23/2019, gtin- (B)(4). Balloon, model- 72400024, lot sn- (B)(4), mfg date- 10/22/2018, exp date- 10/21/2023, gtin- (B)(4). Cuff, model- 720157-01, lot sn- (B)(4), mfg date- 08/30/2018, exp date- 08/30/2019, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. There was no further patient complications related to this surgery.